Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer also reported that they called the emergency medical services for the low blood glucose. The customer reported that they went to seizure due to low blood glucose. The customer's blood glucose was 158 mg/dl at the time of incident. The customer's blood glucose was 123 mg/dl at the time of call. The customer stated that they gave glucose tablets and glucose gel to treat the low blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.